Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 117 mg/dl at the time of incident. Customer states insulin is squirting out during the manual prime process. Drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will not be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm the compromised force sensor system alarm due to motor error alarm. No moisture damage on electronics and motor assembly noted.